Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 08 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely no image occurred because video signal was not transmitted properly due to wrong signal output setting. However, a definite root cause that led to the malfunction could not be identified. The event can be prevented by following the descriptions mentioned in the instructions for use which state: irregularity description: the color tone of the endoscopic image is unusual. Possible cause: the video signal format to the hdtv monitor is set improperly. Solution:set it properly as described in ¿output format¿ tab¿ on page 117. Tracing destination: evis exera iii video system center olympus cv-190(chapter 9 troubleshooting_9.2 troubleshooting guide the color tone of the endoscopic image is unusual). In speaking with the olympus technical assistance center (tac), the customer reported that they are using an old monitor and they do not have an image. Tac told the customer to change the video signal from serial digital interface on the back of the cv-190 to the adapter box. After this was done, the image came back and issue was resolved. Hence, tac troubleshoot the issue on call by suggesting changing the video signal to the correct port. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death.